Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the device was explanted due to erosion. The patient tolerated the procedure well and had no post op complications.